Event description:
The reporter stated that the pt had respiratory issues and was on the monitor for five days with normal sinus rhythm. She said then there was a yellow alert from the monitor and the pt became bradycardic with a pulse below 50. The pt then went into asystole without any alert being displayed by the device. The reporter states that the MFR has been informed of a possible defect in their monitor that does not have a two alarm system in place for scenarios such as this.